Event description:
Note: this report pertains to first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the intestine during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the clip was deployed but it proved impossible to release the clip of the device; the clip did not detach from the forceps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a resolution 360 clip was received for analysis. A visual and microscopic inspection noted that the device was returned without the clip assembly with evidence of full deployment. Additionally, the control wire was returned detached and kinked. No other of the device problems were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the device returned fully deployed but with evidence of difficulties deploying the clip. Additionally, the customer had difficulty releasing the clip, as the control wire was kinked and detached from the catheter. This may have occurred because at the moment of releasing the clip, the physician had some difficulties, and pliers were used to pull the control wire to release the clip. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the intestine during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the clip was deployed but it proved impossible to release the clip of the device; the clip did not detach from the forceps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.